Event description:
Medtronic received information that two weeks post implant of this bioprosthetic aortic valve, this valve was explanted and replaced with a bioprosthetic medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the physician that the valve was explanted and replaced due to a paravalvular leak after the implant. There was no allegation against the product's performance. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).